Event description:
As reported by the field, during a coil embolization for a recurrence of aneurysm at the ba-top. A pulse rider (201d) was implanted. After that, two target coils were implanted and galaxy g3 mini coil 2mm x 6cm (glm920060, l16329) was used. However, it became stuck at the time of delivery and the coil did not come out from the tip of the sheath. It was not able to be used. After that, the galaxy g3 coil was replaced with another one of the same sizes. Therefore, it was able to be used safely, and three competitor¿s coils were implanted, and the procedure was completed safely. Continuous flush was done. Concomitant devices are a guiding catheter (dd6), a guidewire (chikai 14, asahi intecc), and a catheter (headway14, terumo). Additional information indicated that it was not necessary to remove the microcatheter. There was no report of the device being damaged. The introducer flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. No excessive force was applied to the device. Based on the analysis of the device received, the embolic coil was noted to be slightly stretched.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was found stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization for a recurrence of aneurysm at the ba-top. A pulse rider (201d) was implanted. After that, two target coils were implanted and galaxy g3 mini coil 2mm x 6cm (glm920060, l16329) was used. However, it became stuck at the time of delivery and the coil did not come out from the tip of the sheath. It was not able to be used. After that, the galaxy g3 coil was replaced with another one of the same sizes. Therefore, it was able to be used safely, and three competitor¿s coils were implanted, and the procedure was completed safely. Continuous flush was done. Concomitant devices are a guiding catheter (dd6), a guidewire (chikai 14, asahi intecc), and a catheter (headway14, terumo). Additional information indicated that it was not necessary to remove the microcatheter. There was no report of the device being damaged. The introducer flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. No excessive force was applied to the device. A non-sterile galaxy g3 mini 2mm x 6cm was returned inside of a pouch. The core wire was noted to be outside the introducer but without damages. No other damages were noted on the device. The embolic coil was noted to be slightly stretched inside the introducer. The functional test could not be performed due to the condition observed on the embolic coil during the microscopic inspection. A manufacturing record evaluation was performed for the finished device l16329 number, and no non-conformances related to the reported complaint condition were identified. The device was returned to cerenovus for further evaluation. Visual inspection of the returned galaxy g3 mini 2mm x 6cm revealed that the core wire was protruding from the introducer, although not kinked or with any other damage. When the device was examined under microscopic magnification, the embolic coil was noted to be slightly stretched inside the introducer. The impediment of the returned device could not be tested due to the damage encountered on the embolic coil. This damage could be secondary to the reported issue caused by excessive force being inadvertently applied when trying to remove the embolic coil from the microcatheter. No other possible contributing factors could be detected, however, the customer complaint regarding the coil being impeded in the microcatheter can be confirmed based on these findings. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure could be caused by multiple factors. Impeded in introducer is a known potential issue associated with the use of the device. The instructions for use (IFU) contains the following recommendation: never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.